Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure in the right internal carotid artery (ica) using a penumbra system 5max ace reperfusion catheter (5max ace). During the procedure, while advancing the 5max ace through the non-penumbra microcatheter, the physician encountered resistance when the tip of the 5max ace reached the distal portion of the right ica and was unable to advance the 5max ace further. Therefore, the 5max ace was removed. Upon inspection, a kink was observed on the proximal shaft of the 5max ace. The procedure was then completed using the same microcatheter and a stent-retriever. There was no report of an adverse effect to the patient.